Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic gallbladder operation. Event description: [translation] during a laparoscopic gallbladder operation, a part had come loose from the trocar that should have been firmly attached to the instrument. The issue was noticed when the co2 gas did not remain in the abdominal cavity, and an investigation into the cause was initiated. The surgeon noticed a bright plastic part that had come loose from the trocar and a small black plastic fragment in the abdominal cavity. Additional information received by an applied medical representative via email on 12jun26: the user resolved the situation by replacing with a new equivalent product. Instrumentation used at the time of the incident or prior to the incident not known. No internal seal components were removed or cut in order to inspect the damaged component. Not known if the transparent component felt entire or particulate, but the device will return for evaluation. All the pieces removed from the patient. Additional information received by an applied medical representative via email on 15jun26: below is a complaint regarding product ref cff73. The product can be picked up from the customer; details are provided further down in this message. A hus-risk/haipro report has also been filed regarding this product. Please reply to this message. To ensure smooth processing of your ticket, we ask that you include the ID (#; ID (B)(4) #) in the subject line of all related messages. Intervention: replaced with a new equivalent product. Patient status: no injured person.